Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
Patient had a superdimension procedure on (B)(6) 2016. On (B)(6) 2016 the patient was admitted to the hospital for treatment of pneumonia. The site reports that the event is not related to the enb device but is possibly related to the procedure. If additional information pertinent to the incident is obtained a follow-up report will be submitted.